Event description:
Physician was utilizing the drill to drill hole in nasal cartilage. Drill bit end broke off in cartilage. Physician decided to leave the piece of drill bit in the nose. No negative outcome anticipated.